Event description:
Information was received indicating that a smiths cadd-legacy 1 pump failed the accuracy test by 9.10%. There was no reported injury to the patient.

Manufacturer narrative:
Additional information was received on 17-jun-19 indicating that the event occurred as part of routine testing. Device evaluation date: 25-jun-2019. Device evaluation: one smiths medical cadd legacy pump was returned for analysis in a good condition. During analysis, the customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. However, fluid ingression /discolor expulsor were found of the pump by the chassis. Service recommended the expulsor to be replaced due to it being contaminated of fluid ingression. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event was noted to be user interface.